Event description:
Control solutions read low on this lot of strips. The blue bottom pad is most affected. The low control should read 40-80 mg/dl, but the blue pad is lighter than the 40 standard at 2 minutes. Three separate vials of strips showed this problem.